Event description:
Caller reported aviva system blood glucose results: 9:22pm hi, which on the system indicates a result in excess of 600 mg/dl 9:23pm 398 9:26pm 239 9:27pm 299 9:28pm 282 all results mg/dl. All results within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.